Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 because the patient had not changed her infusion set and reservoir on time using it for longer than the recommended duration. The blood glucose level was high and patient was treated with insulin via pen. No further information available.